Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 49777be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any related non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples. Testing concluded that specifications were met and the complaint lot detected the blood samples of the seroconversion panels as reactive with comparable values, indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii reagent lot 49777be00 was identified.

Event description:
The customer reported false non-reactive architect anti-hbc ii and provided the following data: patient information: 75 year old male with tongue cancer who started chemotherapy on (B)(6) 2023 and was transfused 2 units of blood on (B)(6) 2023. Patient has a scheduled surgery on (B)(6) 2023. Sample ID (B)(6). Architect anti-hbc ii result was 0.86 s/co (non-reactive), retest result was 0.86 s/co (non-reactive). Previous result was 2.22 s/co (reactive) (sample ID 09100007040) (reference < 1.0 s/co in non-reactive). Other laboratory data: hiv combo 0.08 s/co. Hcv-coreag 0.00 fmol/l. Hbs-ag 0.00 iu/ml.. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8l44 and there is a similar product distributed in the us, list number 6l22. A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive architect anti-hbc ii and provided the following data: patient information: 75 year old male with tongue cancer who started chemotherapy on (B)(6) 2023 and was transfused 2 units of blood on (B)(6) 2023. Patient has a scheduled surgery on (B)(6) 2023. Sample ID (B)(6). Architect anti-hbc ii result was 0.86 s/co (non-reactive), retest result was 0.86 s/co (non-reactive). Previous result was 2.22 s/co (reactive) (sample ID (B)(6). (Reference < 1.0 s/co in non-reactive). Other laboratory data: hiv combo 0.08 s/co. Hcv-coreag 0.00 fmol/l. Hbs-ag 0.00 iu/ml. There was no reported impact to patient management.